Event description:
Per the clinic, the patient was prescribed antibiotics (date, type, dosage and duration not reported) due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.